Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for 60 hours they experienced pain and their blood glucose level rose to 364 mg/dl. It was discovered by the patient that the needle had not retracted upon initial activation. As treatment, the patient applied a new pod.

Manufacturer narrative:
The received device had the needle mechanism deployed. The download data returned an 0x14 occlusion alarm. The formed needle was visible in the exposed portion of the soft cannula and the slide retract failed to retract. Upon opening the device, the slide retract returned to its normal position; score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to fully retract the needle after needle fire. The device was connected to a master pdm and a 5 unit test bolus was run. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.